Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint

Event description:
Event occurred on an unknown date regarding a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer where the reporter reported that after starting the IV and attaching the tubing to the hub, the apparatus malfunctioned with blood comes up the tubing. They stated that "the 1st time it happened, I thought I had mistakenly hit an artery. It becomes an issue when I flush the line. Fluid "squirts" out of the extension from the blue clamp end. It appears to be where the distal part of the tubing attaches to the clamp." They reported that they tried to change the clamp piece, but it still occurred. There was patient involvement and unknown adverse event.